Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 9-pdap-05-02-l was deployed but not released because it did not fit the pda appropriately and was removed without incidence. A 9-pdap-05-04-l was then deployed in the pda of the (B)(6) baby successfully. The pda measured 4mm diameter and 6mm length. The patient recovered but the device was found to have embolized to the lpa the following morning of (B)(6) 2019. The baby was then taken back to the cath lab for removal of the embolized device on (B)(6) 2019. The device was snared and removed without complications. A 5mm amplatzer duct occluder (9-pda-003) was attempted but didn't fit appropriately and was removed. No further attempts were made. The patient remained stable throughout the procedure and was sent back to the nicu for recovery. The pda spontaneously closed following the procedure.